Manufacturer narrative:
(B)(4) date of initial report: 02/26/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic colon resection, the ligasure device would not fully seal adhesions on the colon. End tones were heard indicating a completed seal, but minor oozing occurred at the site. The case converted from laparoscopic to open in order to complete the procedure, and the patient is stable.

Manufacturer narrative:
(B)(4). One used ls1500 was received for evaluation. Visual inspection found no defects. The reported condition was not confirmed. The device was tested for activation and sealing function on a simulated tissue with acceptable results. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made while turning the rotation knob to each stop. All seal cycles were completed satisfactorily and end tones heard indicating completed activation cycles. A visual thermal effect of steam and heat was observed while sealing on vessels. Do not use this instrument on vessels in excess of 7mm in diameter. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations.